Manufacturer narrative:
The field service engineer found that the rinse nozzle on the rinse mechanism was bent out of alignment causing water to splash on the edge of the cuvettes. He realigned all nozzles of the rinse mechanism and adjusted rinse levels to specifications. Precision studies were performed and they were within specifications. The instrument was performing within specifications. The service action (realigning all nozzles of the rinse mechanism and adjusting rinse levels to specifications) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The ureal reagent expiration date was not provided. The c702 module serial number was (B)(6). Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' serum samples tested with urea/bun (ureal) assay on a cobas 8000 c702 module when compared to a different analyzer. Sample 1 (patient 1): initial result: 136 mg/dl (accompanied by a data flag). 1st repeat result: 67 mg/dl (after auto-diluton). 2nd repeat result: 34 mg/dl (after auto-diluton). 3rd repeat result: 132 mg/dl (accompanied by a data flag and tested on another analyzer). 4th repeat result: 123 mg/dl (after auto-diluton and tested on another analyzer). This result was flagged high in the laboratory information system). Sample 2 (patient 2): initial result: 18 mg/dl. 1st repeat result: 135 mg/dl (accompanied by a data flag and tested on another analyzer). 2nd repeat result: 128 mg/dl (with auto dilution and tested on another analyzer). The initial result of 18 mg/dl did not match the patient's history. The repeat result of 123 mg/dl for sample 1 and the repeat result of 128 mg/dl for sample 2 were deemed to be correct.